Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display implant fragment.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as idiopathis scoliosis. For which, patient underwent unknown surgery at levels l3-t2. Intra-op, set screws stripped during rod insertion. Surgeons were using the "beale" to reduce the rod, yet the set screws peeled. Product came in contact with the patient. No patient complications were reported.